Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding between periods)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headache"), migraine ("migraine"), endometriosis ("endometriosis"), polyp ("polyp cyst") and cyst ("cyst") and was found to have weight increased ("weight gain") and neoplasm ("tumors"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral).). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, metrorrhagia, vaginal discharge, fatigue, weight increased, headache, migraine, neoplasm, endometriosis, polyp and cyst outcome was unknown. The reporter considered abdominal pain, cyst, endometriosis, fatigue, headache, menorrhagia, metrorrhagia, migraine, neoplasm, pelvic pain, polyp, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2015. Patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), vaginal discharge, fatigue, weight gain, headache, migraine, tumors, endometriosis, poly cysts. Date of removal surgery is given: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: test(s) (essure confirmation unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: case has became incident. Previously reported event ¿injury¿ replace with new event .new events added: pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), vaginal discharge, fatigue, weight gain, headache, migraine, tumors, endometriosis, poly cysts. Reporter information were updated. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the lumen of each fallopian tube stub is a spring-like shaped,') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia(bleeding between periods)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headache"), migraine ("migraine"), endometriosis ("endometriosis"), polyp ("polyp cyst") and cyst ("cyst") and was found to have weight increased ("weight gain") and neoplasm ("tumors"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral). And total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, abdominal pain, metrorrhagia, vaginal discharge, fatigue, weight increased, headache, migraine, neoplasm, endometriosis, polyp and cyst outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, cyst, embedded device, endometriosis, fatigue, headache, menorrhagia, metrorrhagia, migraine, neoplasm, pelvic pain, polyp, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion: 11mar2015 patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), vaginal discharge, fatigue, weight gain, headache, migraine, tumors, endometriosis, poly cysts. Date of removal surgery is given: 43056 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: test(s) (essure confirmation unspecified) bilateral occlusion. (Per mr) impression: findings suggest nonpatent fallopian tubes compatible with successful essure device placement. Pathology test - on an unknown date: gross description: embedded within the lumen of each fallopian tube stub is a spring-like shaped, metallic wire that measures grossly 3 cm in length by 0.2 cm in diameter consistent with previous tubal ligation procedure. Concerning the injuries reported in this case, the following one was reported via medical records-embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Added event abnormal bleeding (vaginal)added event from mr :embedded within the lumen of each fallopian tube stub is a spring-like shaped" updated outcome of events. Concomitant conditions, medical history, lab data were added.reporter's information was added. Patient's demographics was added. Date of removal was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.